Manufacturer narrative:
Evaluation codes: results: the complaint was confirmed. Per event details, the patient did not recharge the ipg for several months due to illness. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. 1627487-05242011-002-r. 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has not recharged the ipg in several months and cannot recall when stimulation was lost due to hospitalization for pre-existing medical issues. As a result, external devices are communicating intermittently with the ipg. Reportedly, the patient programmer displays an error message. X-rays were ordered as the next course of action. Subsequently, the ipg was found inoperable. Surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the ipg with a different model. Effective stimulation was achieved postoperatively. The issue is resolved.